Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is fractured (within the blue jacket) and not detached at 1 cm from the fiber tip; there is signs of melting at the break location; the fiber tip does show signs of usage; fiber tip fractured; outer casing appears stretched and melted; black discoloration was noted on internal surface of casing. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending.

Event description:
It was reported that during a surgery to break renal calculi , the "utheroscope broke." The surgery was cancelled. "No injuries to the patient" reported.